Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There were 8 units in stock in b. Braun surgical's warehouse that have been requested for analysis of the case. We have received 8 closed samples from our stock and an open sample with a race-pack only with the needle (contaminated). Tightness test to the closed samples received from stock has been performed and the units are tight. Needle attachment strength results conducted on the samples received from our stock are 1.23 kgf in average and 1.16 kgf in minimum and fulfil the requirements of the european pharmacopoeia (ep): 0.69 kgf in average and 0.35 kgf in minimum. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Furthermore, needle attachment strength results conducted on samples before releasing the product were 1.33 kgf in average and 1.30 kgf in minimum and fulfilled ep requirements: 0.69 kgf in average and 0.35 kgf in minimum. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply with usp/ep and b. Braun surgical requirements for needle attachment strength and open sample received cannot be analyzed. Final conclusion: despite receiving a defective sample, the results of the closed samples received from stock fulfil the specifications of european pharmacopoeia/b. Braun surgical specifications. We take note of this incidence to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn suture. The customer reported that, upon opening the package, it was found that the needle had become detached from the thread. Additional information has not been provided.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.